Event description:
It was reported that two days after an unknown procedure, the incision site was opening up. The staples were backing themselves out. It is unknown how the incision was repaired. No patient consequences were reported. No device will be returned.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Additional information: additional information received: what procedure was being attempted? Hysterectomy. Was the device fired plastic to plastic? Surgeon has been using for 9 years. I had him demo for me¿¿he fired correctly. Does the surgeon evert the tissue prior to firing the device? He approximates. Who fired the device? Assistant or the surgeon? User experience with the device? Surgeon -- 9 years. How many staples were used from the device? Looks like at least 11 or 12.